Event description:
Lens was explanted 2003, due to lens opacification. The original surgery was 2001. Preoperative visual acuity was 20/280, postoperative visual acuity increased from 20/250 to 20/200 and also became 20/66 after opacification occurred in february 2003. Pre-explantation visual acuity was 20/100 and post explantation visual acuity was also 20/100.